Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a signal loss and adverse event was reported. The patient¿s mother stated the patient¿s receiver was in her room displaying a signal loss. She went to check on the patient and found them having a seizure and stated their glucose level had dropped very low. She took the patient to the hospital and indicated the patient was treated with glucagon. At the time of contact, the patient was doing good and was still at the hospital. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.